Event description:
During an atherectomy, it was reported that the pantheris catheter's cutter caught the strut of an existing stent as the tissue was being packed into the nosecone. The stent strut did not break off or become detached. The pantheris catheter then wrapped upon itself. At this time, the physician decided to perform balloon angioplasty and re-stented the vessel segment. The procedure was completed with no patient injury reported.